Event description:
It was reported that a pump was alarming to remove and reattach cassette. Powered the pump off and on and restarted infusion. The reservoir volume was empty in 22 hours, 15 minutes. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.